Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder had foreign objects, there was no image and an e216 scope communication error was displayed. Based on the results of the investigation, and since the image interference and 113 error message was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the no image and e216 error message was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that colonovideoscope had extensive video disturbances with intermittent lines and stripes and error code 113 was displayed. The issue was found during inspection for use. There was no patient involvement.